Event description:
It was reported that the disk drive was missing. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer had a loose electrocardiogram (ECG) connector. It was also noted that the plate inside the power cord bay door was coming loose. (B)(4): analysis found that the rf head cable was twisted and it failed telemetry testing due to the cable being out of electrical specification.